Manufacturer narrative:
Evaluation summary: the analysis results found that the jaws had become bent causing the clips to be ejected and making the instrument non-functional. The clips advance upon firing, but did not remain into the jaws due to the returned condition of the jaws. As each device is 100% visually inspected during the mfg process, no conclusion could be reached as to how this damage had occurred. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a gall bladder procedure that the clips would not advance. They used another like device. There was no adverse pt consequence.